Event description:
The patient demonstrated restenosis of the previously implanted cypher stent approximately ten (10) months after the index procedure during the follow-up period. The restenotic lesion was reported to be >=50% by calipers or >=70% by visual estimation. The patient was treated by an addtitional pci procedure. Plavix therapy of 75 mg was administered after the intervention for an unk time period. The patient was reported to have survied trough thirty-tw (32) months after the index procedure.